Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Were there any issues experienced with the device or staple form in the initial procedure?yes, had trouble firing thru washer. What healthcare professional fired the device and what is his/her experience with the device? Pa. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b, as always when surgeon uses this device. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were the donuts inspected? If so, please describe. Yes, complete donuts . Was a complete washer transection confirmed? Yes. Was the linear staple line crossed during the firing? Yes. Can a timeline of events be provided? How long after the initial surgical procedure was the bleeding identified? 5 hours. What was done during the endoscopy to address the bleeding? Cold therapy. What was the condition of the tissue at the site of the anastomosis? Healthy. Were there any issues noted with staple formation? None . What was the estimated blood loss (ml)? Unknown. What is the current status of the patient? Fine.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event review and additional information is requested: what were the indications for surgery? Were there any issues experienced with the device or staple form in the initial procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was the linear staple line crossed during the firing? Can a timeline of events be provided? How long after the initial surgical procedure was the bleeding identified? What was done during the endoscopy to address the bleeding? What was the condition of the tissue at the site of the anastomosis? Were there any issues noted with staple formation? What was the estimated blood loss (ml)? What is the current status of the patient?

Event description:
It was reported that following a laparoscopic sigmoid resection, the patient had to be brought to endoscopy for treatment of a post-op bleed at the anastomotic site. The surgeon used the ecs29a on lap sigmoid resection to create the anastomosis and the patient experienced post-op bleeding at anastomosis. Colonoscopy was used to address the bleeding.